Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, e2, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jan-2022 to 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off and the field service engineer moved the station power cord to a different power outlet and the device got powered on. A field service engineer reset the power strip and reseated the power cord to its original outlet to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a pyxis anesthesia es system unexpectedly shut down and displayed a black screen during a procedure. The user was unable to reboot or turn on the machine. The customer confirmed no medications were required during this event. Since they were not dispensing medications, there was no delay in patient care per the customer. The team brought in another working station for back up. There was no patient harm or adverse event reported.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down and displayed a black screen during a procedure. Customer confirmed that there were no medications required during the reported event and the team brought another working station for back up. The customer added that there was no delay to patient care as everything was under controlled by nurse. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was powered on after moving the power cord to a different power outlet. A field service engineer reset the power strip and reseated the power cord to its original outlet to resolve. The system functioned as intended.